Event description:
It was reported that the device was used during a subtotal gastrectomy. It was reported by the rep that the instrument was closed and fired but did not advance the blade. The surgeon hand sewed the anastomosis. There was no consequence to pt.